Manufacturer narrative:
Product event summary: it was reported that the battery would take time a long time to charge and that the battery charger's led light was red instead of green at the end of the charging process. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing indicates that the battery was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. Based on the available information, the led blinking red when the battery was connected to a battery charger was confirmed. As a result, the most likely root cause of the reported event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery charging process takes a long time and the led status light displays red instead of green at the end of the process.  The battery was tested on different charging ports with the same result. The battery was replaced with no reported consequence or impact to the patient. The replacement battery resolved the reported issue. There was no allegation of a product malfunction associated with the battery charger. Controller log files were sent.  Preliminary device evaluation confirmed a malfunction of the battery.